Event description:
The initial reporter received questionable elecsys total psa (tpsa) results from two samples from the same patient tested on the cobas 6000 e601 module. The reporter wanted to confirm the initial result as they did not have the clinical history yet, prompting the rerun of the patient sample. On (B)(6) 2024: the initial result of the first patient sample was 0.006 ng/ml with a data flag. The first repeat result was 0.182 ng/ml. The second repeat result was 0.006 ng/ml with a data flag. On (B)(6) 2024: the initial result of the second patient sample was 0.006 ng/ml with a data flag. On (B)(6) 2024: the first repeat result was 0.006 ng/ml with a data flag. The second repeat result was 0.006 ng/ml with a data flag. The 0.006 ng/ml with a data flag result was deemed correct.

Manufacturer narrative:
The serial number of the customer's cobas 6000 e601 module is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the calibration and qc data; the results were within specifications. The investigation reviewed the alarm trace; no issues were noted. The investigation reviewed the analyzer's data. The system reagent nozzles had crystals; maintenance was not performed regularly. The prewash syringe had dirt and contamination which might have affected the reported assay. The cumulative operation list showed that measuring cell 1 (e-1 mc) was used more than the e2-2 mc. A general reagent problem was not present because the qc before the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.